Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right atrial (ra) lead triggered an alert for high out of range shock impedance measurements, greater than 125 ohms. There was no noise on presenting shock electrogram (egm). 41 ohms was noted at implant with slow rise upward, possibly due to calcification on coils. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.